Manufacturer narrative:
The test strip lot number was not provided. The meter and test strips have been requested for investigation, but have not yet been received. If they are returned, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Section e3 - occupation: patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient who was tested with the coaguchek xs meter. The meter result at 11:20 am was 5.6 inr. The meter result at 11:27 am was 4.2 inr. The meter result at 12:02 pm was 4.3 inr. The patient's therapeutic range is 2.0-3.0 inr.